Event description:
It was reported that the patient had presented for an implant procedure. During the procedure, it was found that two right atrial (ra) leads and four right ventricular (rv) leads exhibited high capture thresholds. None of the ra and rv leads were used. The physician elected to replace them with a leadless pacemaker. The patient remained in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.